Event description:
It was reported that the left ventricular (lv) lead dislodged with no pacing. The lv lead was explanted. During the lead revision procedure, the first attempted epicardial lv lead had inadequate pacing thresholds with non-capture. The lead was not implanted and a different epicardial lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. (B)(4).